Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture and episodes of noise. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient experienced no consequences.